Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative noted that the uninterruptible power supply (ups) was beeping upon arrival and that the red led was illuminated on the unit. It was reported that the uninterruptible power supply (ups) was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system monitor would not power on. It was noted that the line power light was illuminated. There was no patient present when this issue was identified. No additional information was provided.